Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline communication fault alarm after plugging their mobile power unit (mpu) into a lamp. After turning off the lamp, a no external power alarm occurred. Log file review found comm a faults starting at 8:39 am on (B)(6) 2022 that were not sustained long enough to cause a driveline communication fault alarm. The comm a faults continued intermittently throughout the day then progressed into driveline communication fault alarms at 12:52 am on (B)(6) 2022 after the no external power event. The patient was discharged but returned to the ER on (B)(6) 2022 when the alarm reoccurred. The controller and modular cable were exchanged and the patient was told to inform healthcare providers of any further alarms. The patient expressed concern for the age of their mpu so it was also exchanged as a preventative measure. Mobile power unit MFR#: 2916596-2022-11223.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via analysis of the submitted log files. The log files ((B)(6)) contained approximately 5 days of data combined (03may2022 ¿ 08may2022 per the timestamp). Driveline communication fault alarms associated with a com a fault activated on 08may2022 from 0:52:07 to 3:19:02 and at 5:42:38; the second instance of the alarm did not resolve throughout the remainder of the log files. Com a faults that were not active for long enough to activate associated driveline communication fault alarms were also observed throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the exchanged controller would be returned for evaluation and if the reported alarms resolved; however, no response was received. It should be noted that the mpu being connected to a lamp would not contribute to driveline communication fault alarms activating. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline communication fault, no external power, low voltage hazard, power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords¿. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 22may2019. No further information was provided. The manufacturer is closing the file on this event.